Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period mar 2019 through feb 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge authorized dealer field service engineer (fse) was dispatched to investigate. The fse evaluated the condition of the air circuit of the iabp unit and confirmed there to be occasional air leakage. The fse reported that the related consumable parts have not been replaced for more than three years. The fse resolved the issue by replacing the safety disk. The unit was tested for an hour and operated normally. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had an air leak message. There was no patient involvement, and no adverse event reported.